Manufacturer narrative:
No device was returned for review. The stem remains implanted. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Review of the surgical notes dated (B)(6) 2015 confirms that the patient underwent left conversion from previous surgery to thr due to osteoarthritis. The trial components gave excellent stability. The trials were removed and the femoral neck was checked both anteriorly and posteriorly for any fractures and no fractures were identified. The final components also gave excellent stability. Surgical history from the follow up notes dated 09/08/2015 notes that the patient had cannulated screw fixation left hip with zimmer magna-fx screws on (B)(6) 2013. On (B)(6) 2014 irrigation and debridement of the left hip bursa with subcutaneous fluid collection and hardware removal was performed. The notes also show that an incision and drainage of left hip wound was performed on (B)(6) 2015. X ray notes confirm that the prosthesis had good alignment with no evidence of loosening. It was also noted that the patient¿s left hip is doing fine and the wound healed nicely. Revision surgery notes are not provided. Product history search revealed no additional complaints against the related part and lot combinations. Review of the compatibility of the devices confirmed that these are an approved compatible combination. A definite root cause for the reported issue cannot be determined with the information provided.

Event description:
It is reported the patient was revised due to a femoral shaft fracture.